Event description:
It was reported, that he anesthesia machine screen suddenly went black during use ,no health consequences have reportedly occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
It was reported that during the induction of general anesthesia for surgical patients, the anesthesia machine screen suddenly went black. Other anesthesia machine was used to replace the equipment to complete the anesthesia, which did not affect the normal operation and did not cause any adverse effects on the patient. Afrer investigation, the user facility did not involve the local dräger s&s organization into examination and repair of the device and, upon contacting the hospital for the purpose to obtain additional information it was responded that no furhter details can be provided. This does neither allow a case-specific evaluation nor a reliable conclusion in regard to the root cause. Due to failure part was not returned back to draeger till now. And there was a lack of specific information on what components are failed.the device was manufactured in 2012 and it has ben used for more than 10 years. No part was replaced, and the device was recovered after maintenance, deep analysis was not possible due to lack information and no failure part was returned back to draeger.the root cause was not confirmed. H3 other text: device not available for investigation, 3rd party service.

Event description:
It was reported that he anesthesia machine screen suddenly went black during use, no health consequences have reportedly occurred.